Manufacturer narrative:
The reported issue was confirmed. Based on the information provided to abbott and the investigation performed, isolated to multiple circuit boards becoming dislodged from the midplane, or mother board. The event which resulted in the circuit boards becoming dislodged was not communicated and remains undetermined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During the procedure, it was reported that the voltage was not reaching targeted level. As a result, the procedure could not be completed. There was no adverse consequence to the patient.